Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had open heart surgery recently and undersensing afibrillation is being experienced on the right atrial (ra) lead. The sensitivity is set to bipolar currently. No patient complications have been reported as a result of this event.